Event description:
The user facility representative described the incident as follows: the patient was in the skull clamp, supine on the table. The patient was 'flipped' to prone, and the clamp was being attached to the set-up, when it was noticed that the patient's face was on the clamp. The patient was then turned back to supine and examined. It was found that one (1) skull pin, located in the rocker arm, had caused a 1.5-inch to 2-inch laceration in the scalp. The laceration was closed with sutures. The surgeon's opinion was that the locking mechanims was too loose and allowed the clamp to rotate.

Manufacturer narrative:
During the investigation, the returned clamp was properly positioned, adjusted and locked. Attempts were made to recreate the conditions under which it would "slip", but could not be duplicated. The clamp was in fair condition. The 80# torque knob tested in specification. The ratchet extension had no visible cracks. The large starburst teeth were functional and the threads needed heli-coil replacement. The swivel lock had lateral and rotational movement. All other components were functional. Upon disassembly, the swivel lock was found to have a heavy residue build-up, which caused the lateral and rotational movement. The unit had not been returned for maintenance, since it was purchased in 1989. The circumstances of the complaint could not be confirmed. Any movement could possibly be attributed to the clamp being improperly positioned. No further investigation or corrective action has been deemed necessary.